Manufacturer narrative:
The plug/cord was not returned with the device. During a visual inspection of the jaws, it was noted that the moving jaw wire on the instrument appeared to be pulled away from the instrument causing a small wire loop. This loop in the wire will not affect the function of the device. The device was tested for resistance and jaw gap. Both specifications were within the allowed range. The wire might have been caught on or snagged by another instrument during the procedure. It is impossible to tell if the wire was seated completely prior to the customer using the device. Manufacturing performs a 100% inspection on the product prior to packaging. In addition a statistical sample is verified throughout the manufacturing process. The knife can be activated without incident at this time. The knife was activated with cut test media in the jaws, acceptable results were noted. In addition to the above tests the knife blade was examined under magnification. No issues were noted with the knife blade.

Event description:
Procedure: lavh reportedly, during sealing of round ligament at the tail end of the case, the wire on the tip of the bite appeared to come loose. Upon noticing the loose wire, the next seal was not successful. Bleeding occurred when seal was complete and cut was done. To stop bleeding, the surgeon used gyrus which was out as well because that is what he normally used. Additionally at the beginning of the case, the blade did not seem to be working. He had to pull twice to cut. No injury or patient impact was reported.